Event description:
An optometrist reported a pt who presented with blurry vision, itchy, and watery eye in both eyes (ou) for 5 days, approximately 3 weeks post lasik. The pt was noted to have diffuse epithelial ingrowth ou in both corneas, causing blurry vision. The pt will have a flap rinse ou at a later appointment. Additional info received states that the flap rinse was successful in both eyes. There are two medical reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional info has been requested but not received to date. (B)(4).